Manufacturer narrative:
Fluid leak-side arm: the cause of the purge leak - sidearm was not determined due to no product returned, incomplete data logs recovered, and insufficient clinical details. Clinical details provided the leak originated from the sidearm but cannot be specified any further. Purge pressure low: the cause of the purge pressure low was not determined due to no product returned, incomplete data logs recovered, and insufficient clinical details. Placement signal issue: the cause of the placement signal issue was not determined due to no product returned, incomplete data logs recovered, and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A4: weight is unknown.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient experienced suction, and the p-level was decreased from p-6 to p-4, after which the alarm resolved. Plasma-free hemoglobin (pfhgb) was <10 mg/dl, and no hemolysis was present. The aortic (ao) signal became flat and displayed readings in the 200s/200s. The p-level was decreased from p-4 to p-2. The ao signal gradually returned to normal values, and support was increased back to p-4. This event occurred once. Additionally, there was a slow leak observed from the purge sidearm. The exact source of the leak could not be confirmed; however, the purge sidearm felt slightly wet to the touch when a finger was run along its sides.